Manufacturer narrative:
Device analysis for extension (B)(4) revealed the extension body was not straight (new out of the box).

Manufacturer narrative:
Eval code-conclusion has been updated upon further review.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that during implant, the extension was observed to be bent when the hcp opened up the extension kit. The hcp saw the extension was bent during a visual check so they decided to replace the extension with a new one. The patient was alive with no injury and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.